Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauge was not working during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: (B)(4). H4. Device mfg date: 03-may-2006. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage found. Turned on device with gas inside to see if gauge needle would work. Gauge needle did not function, confirming the customer's reported problem. Nrv (non-return valve) within the flow block assy was found damaged, resulting in gauge needle failure. Replaced nrv within the flow block assy. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.